Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade fell off of the 8mm curved vessel sealer. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The vessel sealer was left on the desk stating the blade had fallen off. When they spoke to staff and they stated there was no patient harm/injury and no case disruption. They just called for a new one.